Manufacturer narrative:
E: first name and last name of initial reporter is unknown. G2: country of origin is japan. H3: product analysis of part# 9560524, :ot# my17d001r it was confirmed during inspection that the bearing was broken and that the thread of the handle screw was deformed. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a user facility (uf) via manufacturer representative regarding spinal product used in unknown spinal therapy. It was reported that the broken due to deterioration over time. The patient involvement in the event is unknown and no further complications or symptoms were reported. Additional information was received via manufacturer representative that the event was discovered during inspection. There is no patient involved in the event.